Event description:
It was reported that the customer had a crack on their insulin pump where the battery is inserted. The customer's blood glucose was 103 mg/dl. The customer stated that they were not in a vehicular accident. Explained to customer that the insulin pump was not watertight. Advised customer that the insulin pump needed to be replaced. Advised customer to return the insulin pump for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with minor scratches on lcd window. Unit received with broken battery tube threads. Unit received with debris under lcd window. Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube window and reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.